Event description:
It was reported that during a robot prostatectomy, the clips were dropping out of the jaws of the device. Another device was used to complete the procedure. There was no adverse consequence to the patient reported. Conference call took place with ees associates and the sales representative. The following was provided about the surgeon's use and experience with the device: this surgeon has been using this device for two years, but she has two physician assistants that perform all the firings. The pa's are experienced users. The surgeon is "clip happy," but recognizes not to clip over existing clips. She does bundle vessels, 3mm maybe 4mm prostatic pedicles. She takes bigger bites with clip appliers. Neither the surgeon nor the pa is firing rapidly. If the clip is slightly off they sometimes remove it and dry fire it, then attempt to use it again. Possibility that the device is being closed then removed from that portion of tissue and moved to a completely different area.

Manufacturer narrative:
(B)(4): dropping or ejected clip, yielded jaw. The analysis found that the device was received in good visual condition. Further inspection found that the jaws had become yielded causing the clips to be ejected and making the device non-functional. Possible causes for the condition found may be if the device's jaws are closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position and excessive application of torque to the jaws when positioning the device on a vessel. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. A batch record review was performed and no anomalies were found during the manufacturing process.